Event description:
The customer reported that when the patient returned for a follow-up visit a week following same-day surgery, the patient had acute dermatitis in the area where the cuff had rested. In addition, the lettering on the inside of the cuff was "tatooed" on the patient's arm. The patient was referred to a dermatologist for further treatment.